Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately two months post implant it was reported that there appeared to possibly be a delay in therapy due to discrimination of episodes as svt (supra ventricular tachycardia). The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a vt (ventricular tachycardia) ablation done the same week as the remote transmission that indicated possible a delay in therapy.